Event description:
Noted blood returning from arterial line; disconnection and break of line from arterial line to flo trac. Immediately turned arterial line off to patient. Replaced flo trac device. No harm to patient.